Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the "unit no longer works". No symptoms were reported. There were no further complications reported at this time. Additional information was received from a consumer. It was reported that the "unit" was the pump. The pump was no longer working and had not worked in "years." The pump had been broken for a long time. There were no further complications reported at this time.